Manufacturer narrative:
As reported, the plug of a 6/7f mynx control vascular closure device (vcd) did not deploy properly over the external arterial wall and got stuck on the shaft of the device, despite a correct maneuver. No damage was noted to the button, but resistance was experienced while pressing it. There was no reported patient injury. The device is not being returned as it was mistakenly thrown away by the nurse the device was stored and prepped according to the IFU and used in an interventional procedure with a retrograde approach. The deployer was mynx-certified. The vcd was used with a 6f unknown sheath. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity and little or no pvd/calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before deployment. The device storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. Additionally, the tension indicator displayed a ¿clock symbol¿ after button #1 was depressed. One photo was attached to the event-2024-11661. In the photo, a kinked/bent sealant sleeve is noted, thus a exposed sealant is observed. No other anomalies nor outstanding details could be observed on the images provided. Based on the limited information provided and the image reviewed, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without a complete image of the device, the reported customer complaints " mynx control system deployment difficulty partial and button #1 actuation difficulty" could not be confirmed. The exact root cause of this incident could not be definitively determined from the information provided. Procedural, patient, and handling factors may have contributed to the reported failure. Additionally, per the mynx control instructions for use (IFU), step 1: position balloon (figure 3), it instructs users ¿to retract the device gently until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ it should be noted that if excessive force applied on catheter during the sealant deployment step, it could obstruct button 1 travel path and/or prevent the button 1 from being depressed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynx control vascular closure device (vcd) did not deploy properly over the external arterial wall and got stuck on the shaft of the device, despite a correct maneuver. No damage was noted to the button, but resistance was experienced while pressing it. There was no reported patient injury. The device is not being returned as it was mistakenly thrown away by the nurse the device was stored and prepped according to the IFU and used in an interventional procedure with a retrograde approach. The deployer was mynx-certified. The vcd was used with a 6f unknown sheath. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity and little or no pvd/calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before deployment. The device storage temperature did not exceed 25 °c, and no kinks were observed in the sheath or device after removal. Additionally, the tension indicator displayed a ¿clock symbol¿ after button #1 was depressed. The device is not being returned for evaluation.